Event description:
Study event. Device malfunction: none; symptoms/ae: hypotension; atrial fibrillation; time of symptoms/ae: after stent dilatation, after discharge. It was reported that the patient underwent successful stenting of the left internal carotid artery. Following post stent dilatation, he experienced hypotension which responded to fluids and neosynephrine IV and was resolved by the end of procedure. The hypotension resumed and required a low dose of dopamine overnight which was tapered off in 2007. The patient was discharged later in the day. One month later, the patient contacted the physician complaining of feeling lightheaded. The patient was found to have new onset rapid atrial fibrillation. The patient had no angina nor had any syncope. The patient was re-admitted to the hospital for further treatment of his heart rhythm consisting of magnesium and IV covert. It was suspected that the atrial fibrillation was related to autonomic imbalance as the patient recovers baroreceptor function following his carotid stent procedure. The reported stop date was the next day. Though requested, no additional information available.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.